Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 129 ohms. It was noted that the shock impedance measurements have been varying. No noise observations were seen on the electrocardiogram. Technical services recommended to perform a commanded shock. This rv lead remains in service. No adverse patient effects were reported.